Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the returned device, the complaint could be confirmed for difficult insertion of the assembly into patient's artery. The exact cause of the insertion difficulty at the transition between the insertion sheath and the locator cannot be determined based on the available information. The locator/sheath assembly was functionally and dimensionally tested and no anomalies were noted. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor tried to deploy the angio-seal device and it would not advance. A second angio-seal device was used to complete the procedure. The procedure performed was a left heart catheterization. A 6fr sheath was used and this was the right groin. There was no patient injury/medical or surgical intervention required. The patient was stable, and the procedure outcome was a success.